Event description:
It was reported that there was a power-on-rest (por) due to loss of the telemetry head during impedance check. The por was cleared and they tried to run the implantable neurostimulator (ins) for 30 minutes. The battery level was reduced; the ins would not stay on. The pt felt stimulation for one or two minutes, then the battery would go back to por. This was tried several times, but they were unable to perform a longevity check. The pt has had the device for several years. It was assumed that this was an end of life battery, but this was unable to be confirmed because the device kept flipping back to por. The physician decided to replace the ins.